Event description:
Rn reported a home patient experienced a leak in the twist clamp area of the transfer set after showering. The home patient was seen in the clinic for a catheter irrigation and experienced cloudy effluent, abdominal pain and fever. The patient received a transfer set change and was treated with ip vancomycin 1gm. Prophylactically. No patient sequelae resulted per rn.